Manufacturer narrative:
(B)(4). Batch n92p43. The tissue pad was detached as was not returned with the device. (Surgeon removed tissue pad during procedure) the device was returned with the distal tip of the blade broken off and returned with the device. The blade tip portion may have broken off of the device during transport to our analysis site. Dry body fluids were observed on the handle and instrument cable the reported complaint was for the tissue pad issues. The device was connected to the gen11/pi key to test functionality. It did not pass functionality testing due to the returned condition. The probable cause of tissue pad damage is applying pressure between the instrument blade and tissue pad while activating the device without having tissue between the jaws. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿blade error detected¿ or ¿relax pressure on blade¿ or ¿remove instrument from patient¿ followed by a ¿replace instrument¿ screen displayed on the generator. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that during an open right liver resection procedure the tissue pad melted during the first activation of the device. The melted piece was torn off by the user and not saved. No pieces fell in to the patient. Procedure was completed with an enseal device. There were no patient consequences reported.